Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated there were "browish stains in acd tube. Customer noted brownish stains inside the tube wall of acd tube when unpacking them from the case packaging."

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 1 photos from the customer for investigation. The photos and customer samples were reviewed and the indicated failure mode for brown stain with the incident lot was observed. The brown substance seen on the product is dried additive. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation, the root cause / potential root cause for the ¿brown stain¿ was determined to be caused by a broken tube and the additive drying on the product.

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated there were "browish stains in acd tube. Customer noted brownish stains inside the tube wall of acd tube when unpacking them from the case packaging."